Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital due to infection. Without the return of the product, it is not possible to determine if damages or defects existed on the product. A device history record review was completed and documented that device met all specifications upon distribution. It states in the product IFU to inflate the balloon with sterile fluid or gas to the maximum recommended volume. Pull a vacuum on the syringe. Repeat until all air is removed. Use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown if user or procedural factors may have contributed to issue of the inability to deflate the balloon before use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that it was unable to deflate the balloon at the inflation test before use. Occurrence date is unknown. There were no patient complications reported. Patient demographic information requested but unavailable.